Event description:
A procedure was performed to implant a right ventricular assist pump (rvad) and a left ventricular assist pump (lvad). The rvad was placed in the r atrium and appeared to have more than adequate room given the size of the atrium (very large) and the use of external felt doughnuts to further decrease the depth of insertion of the cannula. The patient was disconnected from cardiopulmonary bypass and was fully supported by the two vad devices for about an hour and all monitored values from the pumps were within normal limits. The rvad unexpectedly demonstrated low power and flow, indicative of a problem with inflow and was not providing enough flow for the lvad. The cause has not been confirmed. The rvad was converted to a rotaflow paracorporeal va ECMO circuit and after stabilization this circuit was converted to a functional rvad, and the lvad was working well. The patient ultimately had a total artificial heart placed on a later day.